Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise that was being oversensed however, there was no inappropriate therapy as a result. Technical services reviewed the device data and suspects it is due to electromagnetic interference (emi). Additionally, there was myopotential noise and a change in amplitudes. Technical services provided troubleshooting options. Subsequently, this system was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise that was being oversensed however, there was no inappropriate therapy as a result. Technical services reviewed the device data and suspects it is due to electromagnetic interference (emi). Additionally, there was myopotential noise and a change in amplitudes. Technical services provided troubleshooting options. Subsequently, this system was explanted and replaced successfully. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the shocks were inappropriate. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise that was being oversensed however, there was no inappropriate therapy as a result. Technical services reviewed the device data and suspects it is due to electromagnetic interference (emi). Additionally, there was myopotential noise and a change in amplitudes. Technical services provided troubleshooting options. Subsequently, this system was explanted and replaced successfully. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the shocks were inappropriate. No additional adverse patient effects were reported.